Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The right plunger case was cracked by the top screw. The top case had dents and the bottom case front left corner rubber had glue missing. A power up test and self test was performed. The reported alarm was confirmed. The high profile c9 on the interconnect board was broken off as a result of the customer's impact to the device. This issue is a result of the customer's impact to the device. Beyond device repair, no further action was taken.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump exhibited a system failure alarm and would not stop alarming. No adverse patient effects were reported.